Event description:
First monitor sent was faulty. Second monitor sent, the "softy" electrodes did not stick to the patient. The patient then developed an open wound due to the cleartrace. On new years eve the patient "was feeling symptoms", parents called lifewatch to make sure transmissions were received. (B) (6) stated they did not get the transmission, but they may be stored on the phone. Parents called physician, who then instructed them to send the monitor back. Some of the episodes were received, but they were not on the end of service (eos) report.

Manufacturer narrative:
Associated accessory device: monitor, model # com001, (B) (4).